Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using a vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample: 0.693 ng/ml vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result for the patient sample was reported to a nurse who questioned the result and a repeat test on the sample was performed. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result from a single patient sample using a vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. The root cause of the event is unknown; however, a reagent issue or improper pre-analytical sample processing cannot be ruled out as contributing to the event. There was no evidence found to suggest the customer's vitros 5600 system had malfunctioned.